Manufacturer narrative:
Date of event: the event date is an approximate date. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a spider fx embolic protection device during a procedure in coronary vasculature. It was reported that there was difficulty encountered in re-capturing the spider fx basket into the blue retrieval sheath after coronary stent deployment. The physician was unable to retract the spider basket into the sheath. The device was removed from the patient, after deployment of the first coronary stent, without first re-capturing the basket into the sheath. The physician felt that the stent had been ¿dinged¿ and potentially deformed while removing the device and deployed an additional stent. No patient injury was reported.